Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow up, high pacing impedance and rise in capture threshold were noted on the right ventricular lead. The lead is anticipated to be removed and replaced to resolve the event. The patient was stable with no adverse consequences reported.

Event description:
New information received noted that the lead was capped and replaced to resolve the event and the patient was stable following the procedure.